Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had ink blots and missing/stuck pixels. Customer's blood glucose was 172 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.